Event description:
It was reported by a patient that they were experiencing frequent beeps with the controller. The patient states that when he moves the power cable attached to port one it will stop the beeping. The log files and battery discharge profile for the batteries were reviewed and no abnormality was found. While manipulating both the cable on port 1 and port 2 the alarm was not reproducible; however, it was noticed that the connections to both ports was loose. The batteries were switched out with new batteries to see if the problem was with the batteries but the connections remained loose. After consulting with engineering and the cardiologist the decision was made to exchange the controller. Controller exchange was performed and the connections were noted to be more secure/"snug". There were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed occurrences of critical battery alarms, a power disconnect alarm, and premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This is not likely lead to a pump stop and has remote potential for patient injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use states: once powered, the controller performs a self-test and will display a temporary message regarding the status of the self-test. If the controller fails the self-test, a controller fault alarm message will appear. In that case replace the controller with the second controller. The patient is instructed to inspect the controller power connections and connector pins for dirt. This inspection can be done while the patient is changing batteries or when changing from batteries to the ac adapter. Check the power connections on the controller one at a time. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.